Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the hospital due to the complaint that the patient felt faintness and palpitation/discomfort in the chest. Dislodgement of the right ventricular (rv) lead was identified on the x-ray. The physician diagnosed that the subjective symptom was attributed to intermittent pacing failure due to fluctuations of threshold in the acute phase or decrease of the heart rate due to functioning of the device while changing the mode by mvp (managed ventricular pacing) or pvc (premature ventricular contraction), thus change of the setting mode and maintenance of the rv lead output were performed. The patient was admitted to the hospital on the same day and re-position of the rv lead was scheduled for the near future. Subsequently, the rv lead was explanted and replaced. Upon removal of the rv lead, evaluation of the tip revealed no stretching, however difficulty was noticed in the movement of extension and retraction. The physician suspected that the poor fixation occurred either because the tip was not screwed deeply enough or the lead tip inserted obliquely, not vertically, into the myocardium. No patient complications have been reported as a result of this event.